Manufacturer narrative:
Product complaint # (B)(4). Correction: b5 was updated with more details on the incident. Section h6: medical device problem code was updated to the correct one. Retrograde pump flow: impella stopped - reverse flow is an alarm that triggers when flow is turned off to warn the user of potential reverse flow that can occur with an idle pump. During removal of the device, the pump was turned to p-0 prior to being pulled into the aorta for explant, an improper technique for removal, which should have the p-level set to p2 during removal to counter the blood pressure. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 58-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), on multiple inotropes and vasopressors, and on respiratory support, prior to initiation of support. Five days after impella support, there were impella stopped and retrograde flow alarms, so the device was removed. The patient will continue on extracorporeal membrane oxygenation (ECMO) support. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.4l/min as intended.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During impella 5.5 support, the patient experienced a pump stop. A note was made from csc that a red "impella stopped. Retrograde flow" alarm appeared after 5 days on support. The impella was removed as a result and continued with ECMO. The pump stop is considered a reportable malfunction.